Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Battery pack and battery charger pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.

Event description:
It was reported that the 9900 system experienced a regulator failure on the dog house during a case. Alarm reset selected and case was completed. There was no report of patient injury.